Manufacturer narrative:
Concomitant medical products: mcs-p3-26-aoa-us transcatheter valve. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not able to get any green lights on the telemetry portion on the remote monitor during a manual transmission. Follow-up with the clinic indicated that the patient has not been seen, and is believed to be lost to follow-up. The implantable pulse generator (ipg) remains in use. The monitor remains in use. No patient complications have been reported as a result of this event.